Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. On visual inspection it could be seen that the nitinol of the shaft was fractured 8cm from the hub of the microcatheter under the strain relief with the inner liner exposed 2.3cm in length. The hub of the microcatheter also showed presence of blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 100% stenosed totally occluded target lesion was located in the very tortuous superficial femoral artery (sfa) with a >=90% bend. It was noted that the physician attempted to pull back the catheter; however removal difficulty occurred. Physician made another removal attempt and pulled harder; however, the device slightly detached approximately 5 cm from the hub. The catheter inner lumen remained intact. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 100% stenosed totally occluded target lesion was located in the very tortuous superficial femoral artery (sfa) with a >=90% bend. It was noted that the physician attempted to pull back the catheter; however removal difficulty occurred. Physician made another removal attempt and pulled harder; however, the device slightly detached approximately 5 cm from the hub. The catheter inner lumen remained intact. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Date of this report corrected from 30-apr-2015 to 08-jun-2015. Date rec'd by MFR. Corrected from 30-apr-2015 to 08-jun-2015. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 100% stenosed totally occluded target lesion was located in the very tortuous superficial femoral artery (sfa) with a >=90% bend. It was noted that the physician attempted to pull back the catheter; however removal difficulty occurred. Physician made another removal attempt and pulled harder; however the device slightly detached approximately 5 cm from the hub. The catheter inner lumen remained intact. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.